Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced poor visual acuity . The lens was exchanged for a different lens within one month after initial implantation. The replacement lens was 1.5 diopters different power than the initial lens. Additional information was requested.